Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two blurred qr codes. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, position of qr code is not fixed. It's reported that the position of qr code on the back of sterile package of product is not fixed, which affects the subsequent scanning by customer. Most products' qr code is far away from chevron end of the pouch, but some code like hs00681, its qr code is close to chevron end of the pouch. Enclosed please find attached example photo. There were no adverse consequences reported. Additional information was requested.